Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage while on an ungrounded patient cable. The patient had been on an ungrounded patient cable for approximately 6 months. The patient was reported to have been asymptomatic. On (B)(6) 2016, the manufacturer¿s technical services performed a proactive driveline replacement per the physician¿s request. Internal x-rays showed a fairly tight loop in the driveline around the pump. External x-rays were unremarkable. Pump stoppages could not be reproduced pre or post the repair on a normal patient cable.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the previously submitted log files and a review of the manufacturer¿s complaint history indicated that the reported events appeared consistent with a driveline wire compromise; however, the evaluation of the returned section of the driveline did not reveal an issue that would have contributed to the reported event. A section of the external portion/distal end of the driveline approximately 18 inches was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Minor breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with over 1.5 years of use. Visual examination of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned section of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support and no additional events have been reported at this time following the driveline replacement. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Information provided by manufacturer's technical support representative on 06/22/2016, stating that the evaluation of the patient's internal and external x-rays was conducted on-site and a copy was not provided to the manufacturer.